Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of 250ml of vancomycin (dose and delivery rate unknown). The antibiotic was being delivered to the patient on an overnight shift. In the morning when the nurse went to check the medication there was still 50 to 75 ccs left in the bag resulting in the patient not receiving the entire dosage as planned. There was no patient injury or medical intervention associated with this event. No additional information is available.